Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was admitted to the hospital for dizziness. Prior to discharge, the right atrial lead showed intermittent loss of sensing. Programming changes were made but the issue persisted. Additionally, the lead exhibited intermittent loss of capture. Lead tip instability was suspected to be the cause of the electrical issues. The patient is not pacemaker dependent and would continue to be monitored.

Event description:
New information noted there was no apparent change in patient condition before, during, and after reprogramming.